Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and observed that the device would not charge and shock. The customer was provided with a replacement device. The cause of the reported issue was determined to be due to shorted legs (8,9, and 10) of the integrated circuit, u1, on the module-rhine stone bridge.

Event description:
A customer in sent in their device to physio-control for repair and reported that their device displayed its service icon and was beeping. Upon evaluation by physio-control, it was observed that the device does not charge and provide defibrillation shock. There was no patient use associated with the reported event.